Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Through a clinical study it was reported that: "deep vein thrombosis chronic, recurrent dvts in proximal veins of both lower extremities. History of dvt episodes precedes gamma-4 surgery date. Action taken: yes. Medication treatment: inr 1.7, on coumadin with filter. No indication for hospitalization."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. The provided details were forwarded to an hcp for review and statement ¿ (excerpts): ¿ae is okay, but not device related. At best, procedure or thrombosis caused by immobilization. The patient seems to have a long, chronic history of dvt. But the problem is, as I said, not due to the implant itself.¿ furthermore, complications (e.g., thrombosis / thrombus) are clearly pointed out under chapter ¿adverse events and effects¿ and rather clinical than device related. With the given details no further technical statement could be given. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
Through a clinical study it was reported that: "deep vein thrombosis. Chronic, recurrent dvts in proximal veins of both lower extremities. History of dvt episodes precedes gamma-4 surgery date. Action taken: yes. Medication. Treatment: inr 1.7, on coumadin with filter. No indication for hospitalization.".